Event description:
A customer contacted baxter's technical service center and reported that, the caregiver (cg) had started the initial drain before connecting the patient. The cg drained 32ml before stopping the drain and calling baxter. The technical service representative (tsr) explained that supplies are compromised and the cg needs to end therapy and start over with new supplies. Product surveillance contacted the nurse on (B)(6) 2010. The nurse stated that the patient has resumed therapy successfully with no further issues. Product surveillance informed the nurse that the patient had started the initial drain prior to connecting. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The device is not being returned for evaluation, therefore, baxter cannot determine root cause.

Manufacturer narrative:
(B)(4). The caregiver started the initial drain before connecting. The assignable cause for the reported incident was determined to be use error. Labeling review found labeling to be adequate for the use error identified in this report. A service history review revealed no previous service events were related to the use error. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.